Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the motor stall was resolved by surgical intervention; the pump was replaced on (B)(6) 2016. It was stated that the motor stall had been resolved.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver dilaudid (15 mg/ml at 3.695 mg/day) and marcaine (20 mg/ml at 4.927 mg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, lubrication or wear.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing dilaudid (15mg/ml at 5.178mg per day) and marcaine (20mg/ml at 6.904mg per day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump began alarming on (B)(6) 2016. The patient's personal therapy manager (ptm) displayed code 8476, indicative of a motor stall. The patient's pump was last refilled on (B)(6) 2016 by a new nurse practitioner, but the patient had not been around any tests, magnets, computerized tomography (CT) scans, or magnetic resonance imaging (MRI). The patient was to follow-up with a healthcare provider (hcp) to check the pump. Additional information was received from a hcp on (B)(6) 2016. The patient's pump was interrogated, and a motor stall was confirmed to have occurred at 06:11am on (B)(6) 2016. The stall was noted to be active. No patient symptoms were reported, and the caller was to follow-up with the patient's hcp.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that the pump was replaced on (B)(6) 2016, and the pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-23. It was reported that the during the motor stall, the patient was immediately in withdrawal/ had withdrawal symptoms. No further complications were reported.

Manufacturer narrative:
UDI for the catheter (B)(4). If information is provided in the future, a supplemental report will be issued.